Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (155-514 mg/dl). The customer did not know what was causing the high bg. The pump supplies were changed and an insulin injections were administered to address the high bg level. A pump system check was performed using the current pump supplies and no device issue was identified. The customer was to speak to a healthcare provider about the high bg and try using another infusion set site location. The customer declined further follow-up from tandem technical support.